Event description:
It was reported via implant card received by the manufacturer that the patient underwent full vns battery replacement surgery due to battery depletion and a lead discontinuity. Follow up with the company representative revealed that the high impedance was first observed during surgery. There was no known trauma or patient manipulation that could have contributed to the high impedance. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Lead product analysis completed. The reported lead fracture was verified in the product analysis, or pa, lab. A break was identified in the positive and negative lead coils past the electrode bifurcation. Scanning electron microscopy, or sem, images of the positive coil indicate a stress-induced (fatigue) fracture in at least three of the strands. Secondary stress-fractures were observed in one strand in the vicinity of the broken end. Sem images of the negative coil show pitting/electro-etching conditions occurred. Due to metal dissolution and/or surface contamination, the fracture mechanism could not be ascertained. Abraded openings were noted on the outer and inner tubing. The lead assembly has the remnants of dried body fluids inside the inner and outer tubing with no obvious point of entry other than the identified tubing openings and the ends of the return lead portions. As a portion of the electrode array was not returned for analysis, evaluation could not be made as to that portion of the lead.

Event description:
Further follow up with the company representative revealed that the vns generator's battery was fully depleted and, therefore, diagnostics could not be performed. The lead fracture was observed during the surgery and the lead was replaced as a result. The explanted products were received by the manufacturer. Generator product analysis was completed. The end of service was confirmed in the product analysis, or pa, lab. The low battery voltage was found to be normal expected battery depletion based on pa testing. The generator performed according to functional specifications. No abnormal performance or other adverse conditions were found with the generator. The lead product analysis is still pending.